Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery, a revision surgery was conducted. During this procedure, it was observed that the ps hf insert 5-6 9mm that was implanted in the patient had the post broke off. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed a fractured post, as well as discoloration. Lab analysis performed on the device revealed the articulating and non-articulating surfaces of the insert are worn with some discoloration. The post was fractured at the base of the insert and exhibited signs of wear and deformation. There were no observations of material or manufacturing deviations in the course of this investigation. The clinical/medical investigation concluded that, the supporting clinical documentation has not been provided; therefore, no clinical factors could be concluded to have contributed to the reported event. The current patient status is unknown. Patient impact beyond the reported broken post and revision could not be determined. No further medical assessment can be rendered at this time. Should any additional relevant medical information be provided, this case would be re-assessed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. The patient should be warned that the device does not replace normal healthy bone. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. Material specification document controls the quality and manufacture of the materials used for the implant production. A review made by the quality engineering team revealed that the root cause could not be determined. There were no observations of material or manufacturing deviations in the course of this investigation, at this time there is no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, surgical technique, postoperative care, patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.